Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The company is seeking this information through the event investigation. Additional components for this complaint: bat212271- cat log- 1650de- exp date- 2016-12-17, MFR date- 2015-12-17, return date-2017-02-27, bat212591- cat log- 1650de- exp date- 2016-12-31, MFR date- 2015-12-21, return date-2017-02-27, bat212561- cat log- 1650de- exp date- 2016-12-31, MFR date- 2015-12-21, UDI number (B)(4), return date-2017-02-27. Bat212558- cat log- 1650de- exp date- 2016-12-31, MFR date- 2015-12-21, UDI number (B)(4), return date-2017-02-27. Bat212468- cat log- 1650de- exp date- 2016-12-31, MFR date- 2015-12-19, UDI number (B)(4), return date-2017-02-27. Bat212393- cat log- 1650de- exp date- 2016-12-31, MFR date- 2015-12-18, UDI number (B)(4), return date-2017-02-27. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had power switching. The devices were replaced. There was no impact to the patient.

Manufacturer narrative:
Device/model: battery/bat212561. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events.  One controller, six batteries and two ac adapters were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the all devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connections to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections between the controller and batteries involving (B)(4) and power switching events that were due to communication errors between the controller and batteries involving (B)(4) and (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has een open to evaluate the momentary disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.